Event description:
Customer is reporting a sample with anti-e (big) gave a negative reaction with the 0.8% resolve panel a lot vra194. On (B)(6) 2014 the sample was first tested on the provue with 0.8% surgiscreen cells and cell#2 (e positive) was 2+ positive. The sample was then tested with resolve panel a lot vra194 using manual gel method. All cells were negative. The antibody screen was repeated on the provue and with manual gel and the same 2+ reaction was obtained by both methods. The sample was then tested with 0.8% resolve panel b. All big e positive cells were 1+ positive and anti-e (big) was identified. 0.8% resolve panel a, lot vra#194 cells 3 and 6 were repeated with manual gel and were negative. No extended incubation was used. Qc for all reagents was acceptable. The resolve panel a cells 3 and 6 were phenotyped for the e antigen and reacted 4+. The customer also phenotyped cells 3 and 6 for the fya and fyb antigens as part of their protocol. As per the customer, the fya/fyb antigens sites are usually the first antigen sites to lose their strength if the cells are compromised. Both cells were acceptable with 2-3+ with the fya/fyb antisera. Reagent red blood cell storage and handling: as per IFU. All reagents have normal appearance prior to use.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).